Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. There was nothing found to indicate there was a manufacturing related cause for this event and the lot met all release criteria. The device was not returned to bd for evaluation. Images were provided by the facility and, after review, confirmed the catheter shaft was in two pieces at the site of the balloon. The lutonix 035 av dcb is not approved for use in the aortic or iliac vasculature, or use in a stent. This product is indicated for percutaneous transluminal angioplasty (pta), after pre-dilatation, for treatment of stenotic lesions of dysfunctional native arteriovenous dialysis fistulae that are 4 mm to 12 mm in diameter and up to 80 mm in length. Therefore, the off-label use of inflating the balloon within a stent likely attributed to the patient injury involving additional intervention. Review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that all of the product labeling is adequate. The device is labeled for single use. (Device code + description) removed 4008 material split, cut, or torn. Added 1536 retraction problem.

Event description:
It was reported that the patient was being treated for stenosis in an aortic stent and bilateral iliac stents, which was worse on the right side. Prior to the index procedure the stenosis in the aorta was predilated with a 12mm pta balloon via retrograde femoral access. The lesion in the right iliac stent and into the aortic stent was treated with a drug coated balloon. The drug coated balloon allegedly ruptured circumferentially. The device was removed from the patient, however, there was detached material identified. The sheath was exchanged from a 7-fr to a 8-fr in an attempt to retrieve the detached material, but was unsuccessful. It was further reported that an additional access site in the left femoral artery retrograde access was used in an attempt to remove detached material with a snare device. The snare was also unsuccessful. The physician attempted to use an access catheter to push the detached material out through the 8-fr sheath in the right femoral artery, but was also unsuccessful. A balloon expandable stent was used and the detached material was retrieved. The healthcare provider reported that the patient was brought into recovery in a stable condition.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device was not returned to bd for evaluation. Images were provided by the facility and, after review, confirmed a tear in the catheter. The device is labeled for single use. The lutonix dcb is not approved for use in the aorta. Therefore, the off-label use of the device led to the patient injury that was reported. (B)(4).

Event description:
It was reported that the patient was being treated for stenosis in an aortic stent and bilateral iliac stents, which was worse on the right side. Prior to the index procedure the stenosis in the aorta was predilated with a 12mm pta balloon via retrograde femoral access. The lesion in the right iliac stent and into the aortic stent was treated with a drug coated balloon. The drug coated balloon allegedly ruptured. The device was removed from the patient, however, there was detached material identified. The sheath was exchanged from a 7-fr to a 8-fr in an attempt to retrieve the detached material, but was unsuccessful. It was further reported that an additional access site in the left femoral artery retrograde access was used in an attempt to remove detached material with a snare device. The snare was also unsuccessful. The physician attempted to use an access catheter to push the detached material out through the 8-fr sheath in the right femoral artery, but was also unsuccessful. A balloon expandable stent was used and the detached material was retrieved. The healthcare provider reported that the patient was brought into recovery in a stable condition.